Event description:
Customer stated that the distal tip on his z6ms locked itself in a deflected position during a procedure. Unclear how he recovered from that. When cse inspected the probe, all was working well. This MDR is being submitted following a retrospective review.

Manufacturer narrative:
Reference# (B)(4).

Manufacturer narrative:
The initial MDR (MFR# 3023245-2024-00046) was submitted following a retrospective review performed by siemens. This report is being submitted to provide additional information related to the investigation results. In this case, service arrived at the site and could not reproduce the issue. Based on the investigation, it was recommended to replace the control knob kit as a precautionary measure. However, the customer said they since the transducer was working as expected and the issue did not recur, they did not want to replace the control knob. According to user they were eventually able to get the tip in "zero" position. If the issue recurs, they would contact siemens service. A search was performed in the service and complaints database (gsms and smartsolve) and no other related issues were found for this system. The root cause could not be determined. Reference# (B)(4).